Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed a low, out of range shock impedance measurement. There was no additional information avaialble regarding and action plan for the patient. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.